Manufacturer narrative:
Mustang 6.0 x 80, 135cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A balloon pinhole was identified at approximately 25mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 80, 135cm mustang balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 80, 135cm mustang balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.